Event description:
Device report received from synthes (B)(6) reports an event in (B)(6) as follows: the compression wires for the variable angle forefoot set, in combination with the compression forceps, tear or slip while compressing and the entire compression gets lost. This report is 1 of 8 for (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. This device used for treatment and not diagnosis. Ability to achieve compression with the compression wires/compression forceps as well as standard compression in a plate with screws is reliant on the bone quality. If osteoporotic all types of compression methods including compression wires or standard screws will cut through the bone. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. (B)(4).